Event description:
Consumer called to report her daughter walking in the middle of the night shaking. Did a blood test and readings was 297. The girl went into convulsions and had to call the paramedics for assistance.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.